Event description:
It was reported that the customer's blood glucose was 50 mg/dl. Customer drank orange juice to treat for low blood glucose. Customer also stated that his sensors were inaccurate and the insulin pump had threshold suspended based upon low readings. He stated the morning of this report, his blood glucose was 245 mg/dl, for which he had a sensor reading of 111 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.